Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 03/28/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was described as red and itchy blisters, located on the right side of the abdomen. Patient's mother noted that the blisters take a while to heal. Affected area was treated with apexicon cream for 5 days and then cortisone cream. Apexicon and cortisone creams were prescribed on (B)(6) 2015 during an appointment with their dermatologist. Patient was also prescribed duoderm. Additional event or patient information was not provided.